Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to stimulation inadequate. The patient is doing great post operatively. The explanted device will not be returned due to surgeon request and denied access.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, h6, and h11. Block d.2b; additional applicable product codes: nhl and pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced unresolved tremors and dyskinesia due inadequate stimulation related to poor initial placement of the lead. The patient subsequently underwent a revision procedure in which the lead was explanted and replaced and did well postoperatively. The explanted lead was retained by the medical facility and was not returned for analysis.